Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that there was a one vertebral body distal lead migration. The patient reports no falls or injuries that may have caused this. Impedances were normal, but new x-rays confirmed lead migration. The manufacturer representative was able to reprogram the system for appropriate dtm landmarks. The issue was resolved at the time of the report, and there was no surgical intervention planned or performed.